Event description:
It was reported that the patient had purulent drainage coming from their wound site. The driveline exit site was clean and dry. The patient was taken to the emergency room and admitted. Staphylococcus driveline infection was confirmed with computed tomography (CT) scan of the abdomen on (B)(6) 2021. The patient had an abscess midline to driveline exit site which self-ruptured and improved. Wet to dry dressings were applied daily for wound healing with steady resolution. The patient was started on intravenous antibiotics then transitioned to oral cefadroxil 1 gram two times daily. No surgical intervention was indicated as the infection was not tracking along the driveline and the abscess improved. Atrial fibrillation with rapid ventricular response (rvr) was noted on the morning of (B)(6) 2021. The atrial fibrillation was not sustained and did not result in clinical compromise. The patient was responsive to 5mg intravenous lopressor and 1g of intravenous magnesium. The patient was restarted on heparin and bridged back to coumadin. International normalized ration (inr) when discharged on (B)(6) 2021 was 1.3 after several loading doses.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and the reported arrhythmia could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The patient remains ongoing on (B)(6), with no further reported issues at this time. The patient was asymptomatic during the arrhythmia; however, it was reported that it was unknown if the arrhythmia was device or therapy related as the arrhythmia did not exist prior to pump implant. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists localized infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.